Event description:
It was reported that during the procedure the distal end of the device broke. It was removed from the patient with no reported clinical consequence.

Event description:
It was reported that during the procedure the distal end of the device broke. It was removed from the patient with no reported clinical consequence.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Visual inspection of the returned device found that the polytetrafluoroethylene (ptfe) coating was slightly peeled way from the stainless steel core wire in a region between 24cm to 32cm from the proximal end. The torque device brass collett markings were observed on the device, which is indicative that the torque device has been dragged down the device as the torque device was insufficiently tightened. The direction for use state: "securely fasten the torque device onto the guidewire to prevent slippage of the torque device and to prevent damage (i.e. Core wire abrasion/peeling of ptfe, etc)." Therefore use/user error is the most probable cause of the ptfe peeling. The nitinol tubing had separated 25.7cm from the distal end. There was no evidence of stretching on the nitinol. The coil wire was also separated and was slightly bent 28.6cm from the distal end. Scanning electron microscopy (sem) of the core wire fracture sites revealed dimpling that appeared to rotational and directional indicating that the fracture occurred from torsional force. Sem of the nitinol fracture sites noted ductile dimpling to be present. Based on the investigation, it appeared that the device had been over-torqued resulting in the reported fracture of the device. Information provided stated that the anatomy was very tortuous and it is most likely that the tortuous anatomy led to the torquing of the device as it was navigated to the target lesion. Therefore, the most likely cause of the reported event is operational context.

Manufacturer narrative:
Additional information was received from the user facility, the anatomy was tortuous and continuous flush was maintained. No resistance was encountered during the preparation or use of the device.